Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: blackout, cable failure and water seal failure a root cause could not be identified. Based on the results of the investigation, the most probable cause for the reported malfunction is traced to component failure due to cable failure. Blackout occurred due to cable failure. Water seal failure occurred due to ring deterioration. The most probable cause for the malfunction is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head had disconnection during inspection for use. There were no reports of patient involvement.